Manufacturer narrative:
No conclusions can be made at this time. Products are not being returned for eval. The extraction device used is unk at this time. Screw breakage can occur. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contributes to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.